Event description:
Procedure: lobectomy. The reporter states that: no staples were placed on the tissue when it was applied. When the vein was cut the patient lost blood and had an impact. To correct the condition, the surgeon used manual suturing. The patient is in good condition.

Manufacturer narrative:
Initial report sent: august 15, 2007.